Event description:
(B) (4)

Event description:
(B) (4)

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) analysis found a lifted output bond wires on the hybrid side which may have caused the battery depletion. Further analysis of the device and device memory reports revealed that the reported eri (elective replacement indicator) condition disappeared during testing. The wire bond lifts were detected after the device was opened, and it was determined that the wire bond lifts occured due to the stresses generated when the device was opened for testing. As a result, the conclusion has been updated to reflect this finding.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) analysis found a lifted output bond wires on the hybrid side which may have caused the battery depletion. Further analysis of the device and device memory reports revealed that the reported eri (elective replacement indicator) condition disappeared during testing. The wire bond lifts were detected after the device was opened, and it was determined that the wire bond lifts occured due to the stresses generated when the device was opened for testing.

Event description:
The device was returned for battery depletion and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. Evaluation summary (B) (4) analysis found a lifted output bond wires on the hybrid side which may have caused the battery depletion.